Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient death was due to stage IV terminal lung cancer. It was noted that the patient was an inpatient. It was stated that the patient had no issues with the drug and had "great pain control."

Event description:
Hcp reported a patient death. The patient's passing was expected. The pump was delivering dilaudid. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).